Event description:
The customer reported that the system would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the circuit breakers and the system interface printed circuit board. The system was tested and found to be working as intended and put back in service.